Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of having a blank screen display. Customer reported that insulin pump was not dropped or exposed to moisture. Customer's blood glucose was 287 mg/dl. Insulin pump passed self-test. Display screen did come back on. Customer reported of having to go to the emergency room on (B)(6) 2016 in order to obtain a backup plan and customer was able to treat. Customer was advised that battery cap would be replaced.